Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced cannula issues with seven infusion sets. The cannulas were kinked. The event occurred betweem (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen. Patient also experienced high blood glucose level. Blood glucose level was 18mmol/l at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).